Manufacturer narrative:
The reported event was unknown malfunction. As received, a complete lead was returned. Visual examination and electrical testing were normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited unspecified measurement problem. The lead was not used and was replaced. Patient status was unknown.